Event description:
Consumer called to report inconsistent readings with their paradigm link meter. Analysis run on clark error grid using mean average readings (339) as reference point vs. Bd readings (477,201) yielded some data points in the c rannge of the grid, outside acceptable limits.